Event description:
The customer reported to olympus that during routine testing, the endoscope tested positive for microbial contamination. All channels were sampled and on (B)(6) 2022 , 7 colony forming units (cfu) of pseudomonas aeruginosa, 17 cfu of escherichia coli, 25 cfu of stenotrophomonas maltophilia, and 31 cfu of klebsiella oxytoca, were detected. On (B)(6) 2022 , 1 cfu of escherichia coli morphotype n1, 3 cfu of escherichia coli morphotype n2, 14 cfu of stenotrophomonas maltophilia, and 2 cfu of micrococcus luteus, were detected. It was also reported that there were defects of the universal cord and the bending sheath cover. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause. This report is being submitted for the microbial contamination.

Manufacturer narrative:
After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The subject device was then sent to an olympus service center for evaluation. During the inspection and testing, service found the electrical safety test did not meet the specification due to damage at the distal end. The distal end cover had scratches. The adhesive on the rubber in the bending section was separated. The rubber covering at the connecting tube had a wrinkle 10mm from the adhesive. The light guide tube/universal cord had buckles. The angulation system did not meet specifications. The biopsy channel demonstrated wear and was replaced as part of preventive maintenance. The customer's cleaning, disinfecting, and sterilization (cds) processes were requested. At this time, no additional information has been provided. Once the investigation has been completed, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain the customer's cleaning, disinfecting, and sterilization (cds) processes, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.